Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the wake button was intermittently delayed in responding to presses and sticking. There was no reported impact to the customer's blood glucose levels. The customer declined follow up contact from tandem technical support, therefore no additional information could be obtained.